Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) exhibited a set screw problem. The lead could not be properly connected. The ipg was attempted/not used and replaced and the operation was successfully completed. No patient complications have been reported as a result of this event.